Event description:
The tip of the diamondback 360 coronary orbital atherectomy device (oad) driveshaft fractured during the procedure. When the viperwire advance guide wire was removed, the fractured tip was attached and retrieved. In the physician's opinion, no other balloons or stents could be delivered with such a tight stenosis in the patient, therefore, the procedure was aborted. The patient was in stable condition and in post-operative care.

Manufacturer narrative:
The oad was returned to csi for analysis. A driveshaft fracture was observed at the distal side of the crown. Scanning electron microscopy (sem) analysis identified possible fatigue striations at the site of the driveshaft fracture. Fatigue striations can occur when the driveshaft undergoes excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although, the exact root cause of the event could not be conclusively determined. Review of the device data log did not identify any events that could have caused or contributed to the reported event. When tested, the oad functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).